Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated by our field service engineer (fse) on site and confirmed the pre-use check failure. The fse solved the reported failure by replacing the air gas module as it was found to be defective. The device logs were not provided. After replacement, the unit passed all tests and was handed over to customer in good working condition. The replaced air gas module was not returned for further investigation. Therefore, the root cause to the reported failure could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).